Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements which triggered a lead safety switch (lss) to unipolar configuration. In unipolar configuration, the noisy signals were oversensed and caused pacing inhibition so the configuration was changed back to bipolar. An x-ray showed the rv lead had fractured at the subclavian/first rib area. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.